Event description:
Customer reports that the vial of strips has 06/30/2006 printed on the vial as the exiration date. The manufacturer has this lot expiring 06/30/2004. No adverse event reported due to this issue. Requested return of suspect device replacement was sent.